Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when performing left atrial angiography, a transient st elevation in v2-4 was noted which resolved with no intervention. During the procedure, the introducer was manually flushed using a syringe and aspiration was performed as needed. The st elevation was observed after transeptal puncture, when the sheath had already been placed in the left atrium but before catheter insertion. Air was suspected; however, no air was visually observed. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. There was no st elevation afterwards. The hospital discarded the reported introducer, and the patient was discharged.